Event description:
It was reported an infection occurred. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The device was returned and analyzed. Analysis revealed normal battery depletion. (B)(4). Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6); 694758 implantable tachy lead implanted: 2009 (B)(6); 4592-53 implantable pacing lead implanted: 2009 (B)(6).